Event description:
It was reported that during a stenting treatment procedure, removal difficulties occurred and a stent was explanted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After predilating the lesion with a 2.5x20mm maverick balloon, a 3.5x28mm promus element stent delivery system (sds) was advanced to the lesion. The stent was successfully deployed at 16 atms in the proximal lad. The stent was fully apposed and well positioned. Next, an attempt was made to advance a 2.5x28mm promus element sds to the mid lad, however it did not cross the just placed stent. The 2.5x28mm promus element strut got stuck and became damaged on the already placed 3.5x28mm stent. Excessive force was used to remove the 2.5x28mm promus element sds. Upon removal, it was noted that the 3.5x28mm promus element stent was explanted with the 2.5x28mm promus element sds. No additional intervention was performed and no additional patient complications were reported. The patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Examination of the returned product revealed two stents were intertwined. The received stents were stretched with an overall length of 11 cm measured with a calibrated ruler. One of the stents was bunched at the very edge. The stent delivery systems (sds) were not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, removal difficulties occurred and a stent was explanted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After predilating the lesion with a 2.5x20mm maverick balloon, a 3.5x28mm promus element stent delivery system (sds) was advanced to the lesion. The stent was successfully deployed at 16 atms in the proximal lad. The stent was fully apposed and well positioned. Next, an attempt was made to advance a 2.5x28mm promus element sds to the mid lad, however it did not cross the just placed stent. The 2.5x28mm promus element strut got stuck and became damaged on the already placed 3.5x28mm stent. Excessive force was used to remove the 2.5x28mm promus element sds. Upon removal, it was noted that the 3.5x28mm promus element stent was explanted with the 2.5x28mm promus element sds. No additional intervention was performed and no additional patient complications were reported. The patient's status is stable. This product is only ous approved but it is similar to an approved us device.